Manufacturer narrative:
The patient's weight was not provided. Approximate age of device ¿ 3 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent surgery for aortic valve closure due to severe aortic regurgitation. No further information was provided.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2018, the patient experienced right heart failure and the patient was readmitted on (B)(6) 2018. Peripheral edema was observed. Avp was performed. The patient was discharged on (B)(6) 2018. The causal relationship with the device was probably related as the heart failure was caused by aortic regurgitation while the lvad was in use.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log file contained approximately 32 hours of data, which captured multiple pump stop events associated with motor stop commands. No other adverse events were captured in the log file. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) until they experienced further right heart failure related issues on (B)(6) 2018 (MFR #2916596-2022-13678). The patient eventually underwent a routine transplant on (B)(6) 2019. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current heartmate ii lvas instructions for use (IFU) list right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system, and warn that moderate to severe aortic insufficiency must be corrected at time of device implant. This document states that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This IFU also discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The IFU outlines all system controller alarms and how to respond to them. This document also details the use and function of the motor stop button. The pump will stop within the first few seconds of holding down the motor stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Hm ii lvas patient handbook document contains important warnings pertaining to pump stops. In addition, this document outlines all system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reported low speed/pump stop events were confirmed via the submitted system controller log file; however, a direct correlation between (B)(4) and the reported event cannot be conclusively determined through this evaluation. It was reported that the patient underwent surgery for aortic valve closure due to severe aortic regurgitation. During the surgery, the vad was temporarily stopped. Reportedly, the surgeon exchanged the epc system controller for the backup system controller, because the pump did not restart. The surgeon said that he directly touched the pump and did not feel any vibrations. After that, the backup system controller was exchanged for the original system controller and the vad began operating as intended. Despite the surgeon¿s account of the pump not moving, the center¿s clinical engineers acknowledged that the pump was in fact moving and the surgeon misunderstood. The patient handbook includes important warnings related to pump stops. This document, as well as the hm ii lvas IFU, outline all system controller alarms and the appropriate actions associated with them. Additionally, the IFU details the use and function of the motor stop button. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.